Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Bg was addressed via manual insulin injection. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.